Manufacturer narrative:
Reference record (B)(4). The device involved in the event remained implanted in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2021, a patient underwent a procedure for the placement of percutaneous endoscopic gastrostomy (peg) tube with jejunal (peg-j) tube. On (B)(6) 2021, the patient experienced stoma site redness, pain, discharge, and a lump around the stoma. On (B)(6) 2021, the patient went to the emergency room (ER) due to a fever. The physician suspected the patient had a stoma infection. The patient was hospitalized on (B)(6) 2021 and treated with intravenous (IV) vancomycin. On (B)(6) 2021, the patient was discharged from the hospital and is currently being treated with oral antibiotics bactrim and keflex.